Event description:
It was reported that patient underwent total hip arthroplasty in (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2010, due to pelvic pain and for poly revision. During the procedure, the doctor noticed a black foreign matter between the modular head and the neck of the stem. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Implant date - (B)(6) 2000. Evaluation of modular head found evidence of fretting on the taper. There is wear on an edge of the taper hole. The fretting wear appears to have been over some time. Fretting can produce black debris as reported and is consistent with the residue seen on the taper lip. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states,"fretting and crevice corrosion can occur at interfaces between components". The user facility was notified of the event on december 3, 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted december 7, 2010.